Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump primed properly. No unexpected rewind anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had ever shoot and squirt insulin out of the infusion set while prime it instead of just dripping out. The customer¿s blood glucose level was unknown. Customer stated that hearing any unusual noises different from the normal rewind noises. The insulin pump will not be returned for analysis.